Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen was foggy which made it more challenging to read the screen, had to change batteries every week, not getting enough lead time when battery was low, the screen was scuffed and there was a crack in the upper left of the screen, some other minor dings on the insulin pump, sometimes had to work hard to make a reservoir fit than when he first got the pump, pump was slower than rewinding, occasional no delivery alarms, arrow buttons had to be hit 2-3 times to respond, escape and act button usually had to be hit multiple times to respond. The insulin pump will not be returned for analysis.